Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front right sensing electrode. Patient reports the irritation got worse and opened. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him to remove the lifevest and allow skin to rest. Physician also recommended to use a sanitary napkin. Patient was using (B)(6) as well. Follow up indicated that the skin irritation is improving.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Submitting supplement to remove verbiage in section b6 as it was added in error. A us distributor contacted zoll to report that a patient developed a rash under the front right sensing electrode. Patient reports the irritation got worse and opened. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him to remove the lifevest and allow skin to rest. Physician also recommended to use a sanitary napkin. Patient was using medihoney as well. Follow up indicated that the skin irritation is improving.